Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a dull knife blade was noted during surgery. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information: one knife sample was received by manufacturing inside of an opened blister package. The knife was not seated properly in the blade tray. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip and cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A review of the device history records (DHR) was performed and no anomalies were found. The lot specific complaint history was reviewed revealing that this is the first complaint for the reported lot number. How the returned blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damage exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).